Manufacturer narrative:
A biomed engineer (be) reported that they were able to reproduce the issue. The be states that the unit showed fault # 108 (isolation dsp cbit failure fault). According to the latest correspondence with the customer, the unit has been removed from service. A supplemental report will be sent if additional information is received.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a high-pitched alarm and the pump stopped working. Customer stated prior to calling the emergency support line, attempted to autofill without success and then restarted the pump. The pump continued to have no numbers or waveforms. There were no alarms prior to the high-pitch noise. This was verified with an alarm log history. The physician told the resident to remove the balloon from the patient. Nurse stated would have liked to try a different pump, but the resident had already started to remove the balloon per the attending¿s order. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected field: b5, e4, g2, h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a high-pitched alarm and the pump stopped working. Customer stated prior to calling the emergency support line, attempted to autofill without success and then restarted the pump. The pump continued to have no numbers or waveforms. There were no alarms prior to the high-pitch noise. This was verified with an alarm log history. The physician told the resident to remove the balloon from the patient. Nurse stated would have liked to try a different pump, but the resident had already started to remove the balloon per the attending¿s order. There was no patient harm reported. The following was reported via medwatch# (B)(4): balloon pump screen on with flat waveforms and no numbers, just dashes. Machine not functioning at this time. Charge rn (registered nurse) attempted balloon auto fill and pressure recalibration on the iabp (intra-aortic balloon pump), with no resolution of alarms or restarting of the iabp.